Event description:
It was reported via repair work order that the head end lift was elevated and would not lower due to broken head lift assembly and cpu. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion - no repairs at this time. The customer is reviewing the estimate and will call us if further service is needed.